Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: a review of the pump¿s black box data showed evidence of the cs 128-fb80 call service alarms. During testing, the pump alarmed with a ¿cs 128-fe¿ alarm upon confirming the verify screen therefore the investigation duplicated the initial complaint. The pump¿s cover was removed and there was a cold non-soldered pin found on the component u12 of the 5 volt motor circuit. (B)(4).